Event description:
On 10/07/2019, neotract was informed of a successful prostatic urethral lift (pul) procedure during which a delivery device did not deploy properly. No patient injury or harm was reported and the device was returned to neotract for investigation. On 12/09/2019, neotract's investigation of the device indicated that 2-3mm of the needle tip was missing. Neotract notified the physician of the investigation results, and the physician stated that there will be no further patient follow-up.